Event description:
It was reported that during a (B)(6) procedure, a dissection was noted on the left common (B)(6) upon arterial sheath insertion which led the physician to intervene by covering the dissection site with a secondary stent. The procedure was completed successfully and no further issues were noted.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.